Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation, loss of capture was observed. The patient had undergone a vad implant the previous week, and during the procedure, the rv lead became compromised. The physician does not believe the lead failure was product related. It was suspected the lead was damaged during the vad implant. The lead was capped and replaced. The patient was recovering well.